Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose on (B)(6) 2020 with blood glucose of 290 to 400 mg/dl at the time of the incident. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated they were not familiar with their pump and needed assistance accessing their basal and bolus settings. The insulin pump will not be returned for analysis.